Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache during and after use of affected device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache during and after use of affected device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external inspection of the device was completed by the manufacturer and found unknown dust/dirt contamination on both base unit and humidifier base. Pil observed the humidifier base flip top damaged, latch broken, corrosion present on both screws towards front, and the humidifier tank cloudy in appearance. Internal investigation of base unit found unknown dust/dirt contamination throughout the device internals. Moderate dust contamination was observed in the blower and on the impeller. Sound abatement foam degradation/breakdown was observed in the base device. Sound abatement foam was sticking to bottom of blower housing assembly when removed from bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The humidifier tank is cloudy in appearance from mineral deposits, suggesting the liquid other than distilled water was used. Humidifier tank lid clip damaged and missing. The manufacturer found evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the found unknown dust/dirt contamination on both base unit and humidifier base. Pil observed the humidifier base flip top damaged, latch broken, corrosion present on both screws towards front, and the humidifier tank cloudy in appearance from mineral deposits, suggesting the liquid other than distilled water was used. Humidifier tank lid clip damaged and missing. There was evidence of sound abatement foam degradation.